Manufacturer narrative:
(B)(4) the customer did not return a complaint sample; however, they supplied two photos showing a defective introducer needle. Visual analysis revealed that the needle hub had cracked and separated. A portion of the hub was still molded to the cannula. The appearance of the defect appears consistent with damage due to a known design issue. A device history record review was performed with no evidence to suggest a manufacturing related cause. The report of a cracked and separated needle hub was confirmed through examination of the customer supplied images. The images showed that a portion of the needle hub was cracked and separated but was still molded to the cannula. A device history record review was performed, and no relevant findings were identified. Based on the customer images, the root cause is design related. Further investigation of this issue is being performed. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported the needle detached from the hub during use. The needle was pulled out of the patient by hand. No patient injury.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the needle detached from the hub during use. The needle was pulled out of the patient by hand. No patient injury.